Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, the patient reported no complications and was last seen in (B)(6) 2012. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.